Manufacturer narrative:
One sample was received. It came in a plastic (B)(6) bag. The syringe has 6.5ml of solution; it is pink in color and has residues of blood. The syringe is not designed to drawing blood. The syringe is designed to pushing the plunger rod down while expelling the solution, not for pulling it back. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer's indicated failure mode with the sample provided. Root cause description: the syringe is not designed to drawing blood. The syringe is designed to pushing the plunger rod down while expelling the solution, not for pulling it back. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd posiflush normal saline syringe stopper separated from the plunger during use while drawing it back for a lab draw on a pediatric patient. The following information was provided by the initial reporter: "ns flush plunger came out right as I started to pull back for a lab draw. Detached from the black part. Syringe contains traces of blood."